Manufacturer narrative:
Date of event: exact date of event not provided. Best estimate is between (B)(6) 2020. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens(iol) was planned to be explanted from patient's left eye in a secondary surgical procedure because of selecting wrong lens type. The patient complained to the surgeon about having been implanted with a diffractive iol instead of a toric iol. The right eye was implanted with a model zct lens and left eye was implanted with zxt lens. Additional information was received stating that when the patient went to a different optometrist the problem with the combination of these two lenses was found. The different iol¿s are not tolerable for the patient and the patient had to change glasses many times trying to compensate. The patient also complained about not being able to drive at night and experiencing stability difficulties when walking. The lens in the left eye was explanted without problem and replaced with a zcb00 model lens in the capsular bag. Visual acuity pre-op (B)(6) 2018: +3.75 visual acuity post-op (B)(6) 2018: -0.5 visual acuity post-op (B)(6) 2018: -0.5 visual acuity with glasses (B)(6) 2018: -0.5 no other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation ¿ yes, returned to manufacturer on 3/31/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the lens was received in the replacement lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.